Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure that there were two failures. After a while of coagulating with a pencil the alarm bulb becomes red and audio alarm was activated. Even the equipment was shut off, the alarm continued to sound and was red. Then after 2-3 minutes the sound subsided and went back to green. Also when depressing the pedal in coag and then stopping, the alarm would activate. The megasoft was being used. The other problem was when doing laparoscopy with the cable with one lead when coagulating the esu gives an error (unknown error number). If the equipment was turned off and turn on they could continue the operation. They reported that the pedals "sticks", meaning that as they cut or coag once they lift the foot off the pedal the esu continues to cut/coag for a few seconds. There was no adverse consequence for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2019. Investigation summary: (B)(4). Unit boots up with no errors, isolated voltages are within spec and the most current errors logged are 214 errors. An initial power measurements test shows the unit functioning within design parameters and a cqm test shows all trip points well within spec. Removed the mb and inspected it for loose solder debris, poor solder connections and signs of arcing and found none. All pin sockets measured good when using the reference pin gauge and none of the mosfet¿s nor the xj3 diode had pitting on their leads. Placed unit into burn-in to prompt any errors or malfunctioning. Unit passed burn-in with no errors of any sort and was reflashed to clear out the error log and recalibrated. Passed final test. Unable to duplicate complaint. A review of the DHR shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction. This unit has been returned for service prior to this.